Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The system passed the system checkout and the system was found to be fully functional with no issues. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 9733619 serial/lot# (B)(6) product ID 9733625 serial/lot# (B)(6) h3: the power supply was returned to the manufacturer for analysis. Functional testing determined that the 9vac plug on the returned power supply has been pushed in and is not usable. Otherwise, all other ports had normal output when the connected to ac. Codes associated with the power supply: fdr 180, fdc 4307 h3: the ups was returned to the manufacturer for analysis. Functional testing determined that the returned ups was found to be fully functional when connected to ac and a known good battery. The ups was able to switch between battery and ac without issue. The ups ran from battery and also recharged with battery when connected to ac. No problem found. Codes associated to the ups: fdr 213, fdc 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: product ID 9735225 serial/lot# (B)(6) h3: the computer was returned to the manufacturer for analysis. Functional testing determined that the computer boots normally to the application screen. The computer booted normally several times during burn-in testing. The ent program starts and runs normally. Codes associated with the computer: fdr 213, fdc 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9 735225, serial/lot #: unknown. Product ID: 9733619, serial/lot #: unknown. Product ID: 9733625, serial/lot #: unknown. No patient involved. Device manufacture date is unavailable. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that the customer has confirmed they hear the click when mains power is applied to the system but nothing shows on the monitors. No patient present at the time of the event. On 2020-jan-03 (rep) new information received: lot number unavailable.